Manufacturer narrative:
Visual inspection of returned tasp shim identified that one ball bearing and associated spring were found missing. The ball bearing and spring were not returned for review. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. However, no visible evidence of product abuse ios present. Dimensions were found conforming to print specifications where measured. This device is used for treatment. It is unknown what method was used to clean the device. The investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Event description:
It was reported that during sterilization process, it was notice that the ball bearing and spring of the provisional were missing.